Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 012) issue. It was reported that the pump emitted a cs 012 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: there was a call service (cs 012) alarm observed in the pump alarm history. The rewind, load and prime sequence was performed correctly and the pump was exercised for 24 hours with no errors, alarms or warnings duplicated. (B)(4).